Event description:
Per the audiologist report, the pt did not make expected progress in speech and language development using her cochlear implant system. The results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The pt's device was explanted about one month later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.